Event description:
It was reported that the act button on the insulin pump has an intermittent response. The device was not bumped, dropped or exposed to moisture. Blood glucose value is 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Down arrow button did not respond due to flattened button dome switch. Insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.